Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: cause cannot be definitively determined. No product was returned for evaluation. No lot number was provided, therefore, device history records could not be reviewed.

Event description:
It is reported that a zimmer pin was implanted in the pt's foot. Approximately 1 year post-op, the pin fractured and was revised. Implant and explant dates are unk.